Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('still had essure fragments / coils shattered'), device dislocation ('migration') and fallopian tube perforation ('perforation') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, cesarean section, multigravida, dysmenorrhea, menometrorrhagia and dyspareunia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("hypersensitivity symptom") and autoimmune disorder ("auto-immune"). The patient was treated with surgery (bilateral salpingectomies,extensive lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, pelvic pain, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, device breakage, device dislocation, fallopian tube perforation, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. The reporter commented: insertion details-essure implants were placed into both right and left ostia, approximately 4 coils were noted bilaterally diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: both tubes and one essure (right): fallopian tubes without significant histopathologic changes (x2). One fallopian tube has an essure (right fallopian tube) .. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received-new reporter, race, lab data, medical history, insertion details, removal details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('still had essure fragments / coils shattered'), device dislocation ('migration') and fallopian tube perforation ('perforation') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("hypersensitivity symptom") and autoimmune disorder ("auto-immune"). The patient was treated with surgery (salpingectomy). Essure was removed in 2018. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, pelvic pain, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, device breakage, device dislocation, fallopian tube perforation, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: qse for ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('still had essure fragments / coils shattered'), device dislocation ('migration') and fallopian tube perforation ('perforation') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("hypersensitivity symptom") and autoimmune disorder ("auto-immune"). The patient was treated with surgery (salpingectomy). Essure was removed in 2018. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, pelvic pain, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, device breakage, device dislocation, fallopian tube perforation, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.